Event description:
Patient is a resident of subacute, on (B)(6) 2023, rcp (respiratory care practitioner) performed an emergency trach (tracheostomy) tube change due to suspicion of blow trach tube. Trach tube was replaced with same size tube with no complications. Patient remained in stable condition. Patient had initial trach tube placement on (B)(6) 2023, with no trach change done in november.